Event description:
Merge pressure lost during bilateral coronary angiography. Manufacturer response for computer, diagnostics, programmable, merge hemo, merge hemo (per site reporter). Ongoing vendor troubleshooting.